Event description:
A consumer reported that following cataract surgery with an intraocular lens (iol) implant procedure in left eye, the patient went for an examination because suddenly had a dark spot on eye. During the examination it was showed that lens had come loose. As it was exactly on the black spot, it was very annoying when driving and also in everyday life. The patient added that other eye was also affected but not as much. Additional information has been requested. There are two medical device reports associated with this patient. This file is for left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).